Event description:
It was reported to gems that a volunteer was being scanned during an in-house evaluation and reported having a peripheral nerve stimulation response. The volunteer experienced muscle pain due to dramping. The engineering investigation showed that a coding error was the cuase in this non-released software which has now been corrected.